Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, after inserting the replacement catheter, air was getting into the sheath and assumed damage to the valve. It was attempted to remove and insert the catheter again to see if it had a better seal, but this did not correct it. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found both valves torn by the center slit on the inner faces, compromising the valves' ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator, as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition may have not been present during the time of event use and must have occurred during transport or storage of this device. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, after inserting the replacement catheter, air was getting into the sheath and assumed damage to the valve. It was attempted to remove and insert the catheter again to see if it had a better seal, but this did not correct it. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.